Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer reported an unspecified level of ketones. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.